Event description:
It has been reported to philips that an error "only partial geometry movements are available" appeared, and table and c-arm movement was not possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the system was in clinical use when the issue occurred. The issue is occurred during a diagnostic procedure. The philips field service engineer (fse) inspected the system onsite and confirmed there are no geometry issues. Review of log file showed geometry network errors but the errors are gone later. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.